Manufacturer narrative:
Correction h11: the device was serviced at the customer site by a baxter field technician. During functional testing, the customer reported problem of downstream occlusion was not reproduced. A review of the event history log was not able to be performed as it was not downloaded at the time of evaluation. A service history review identified the device has been serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified through testing and no cause was determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of downstream occlusion was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.